Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 21mm magna 3000 in the aortic position underwent a valve-in-valve procedure after an implant duration of 10 years, 2 months due to stenosis. The patient presented with heart failure. The tavr was performed with a 20mm 9755rsl transcatheter valve. The patient was taken to recovery in stable condition post procedure. The patient was discharged on pod #1.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm magna in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The tavr was performed with a 20mm 9755rsl transcatheter valve.